Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawers were not detected on communication bus. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer controller board was defective. The field service engineer replaced the drawer controller for main drawer and auxiliary drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.